Manufacturer narrative:
The product was received for evaluation. Visual and functional testing were performed. The tank cover was cracked. The reported problem was duplicated. The root cause of the reported issue was found to be over tightening of the tank cover screws caused the cracks. Additional part was replaced unrelated to reported issue. The technician performed preventative maintenance, device passed functional and delivery tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. G4 unique identifier and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that there was leakage from cracked reservoir tank cover. No patient injury was reported.